Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 297 mg/dl at the time of the call. The customer has been experiencing lows for the last 4 years and 1 year with the current pump. The customer was given glucagon shots, glucose, and food to treat. The customer has experienced all the symptoms of a low. The customer was wearing the insulin pump during the incident, and was in a car accident while wearing the pump and being the driver. Troubleshooting was completed and the customer will follow up with their doctor. Customer states they are insulin resistant and can give themselves as much as 50 units of insulin. Customer was also admitted to a hospital for a low in the past. The insulin pump will be returned for analysis.